Event description:
From 2001 to 2002, 58 of 605 bags broke. All products had been cryopreserved in either 10% dmso or 5% dmso and 6% pentastarch. Product volumes were 25-75ml, and bags were stored wtih overwrap bags in a liquid nitrogen tank. Of the 58 broken bags, 24 were salvaged by aseptic methods and infused to patients under antibiotic coverage; 10 of those 24 has positive bacterial cultures. Of 14 patients receiving salvaged products, six were already receiving antibiotics for neurtropenic fever, and were switched to a broader prophylactic antibiotic coverage; the other eight were placed on a new course of prophylactic antibiotics. However, none of the patients who received contaminated products and none of those with fever after receviing salvaged products had positive blood cultures, and none had permanent sequelae.